Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported the device was beeping and also had received a shock. The patient had not been seen for a device check in some time and reported having had an aneurysm on their descending aorta which had not been there prior to the device implant. End of life (eol) was declared and the device was explanted over a year later for normal battery depletion and returned. Initial analysis revealed a device anomaly. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis is pending.

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory the device underwent detailed analysis. Visual examination noted all the seal plugs were intact and all the setscrews moved freely. In addition, pacing, sensing, and shocking functions were verified. The field allegations were not confirmed through analysis. However, although all therapy was available while implanted, this device did not meet the expected longevity and this was due to a leaky battery bypass capacitor.